Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing. Subsequently, a revision procedure was scheduled and the device and rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. X-ray examination was performed. The rv header wires were found to be cracked and fractured. The cause of the noisy signals and oversensing is the rv feed thru wires which are cracked. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Additional information received indicates that the physician suspected a lead fracture caused the noise oversensing. However no physical damage was noted when the lead was visualized via fluoroscopy. The device was explanted. No additional adverse patient effects were reported.